Event description:
During internal testing the varian engineers discovered that in eclipse platform 8.9, one has the ability to create a proton compensator milling pattern with a drilling pattern, which does not match the current sys defaults (from beam configuration). The user would not be flagged that the current compensator settings are different from the defaults. No pt injury reported, and no pt data provided as this issue was discovered during in-house testing.

Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a malfunction in the device. Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional f/u to this MDR is expected upon completion of the investigation.